Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients non rechargeable ipg was at end of life. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was kept by the hospital and will not be returned.